Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. It is unknown whether the device had met relevant specifications. The product was used for treatment purposes. It was unknown whether the product had caused the reported failure. A potential root cause for this failure could be "operator error". The lot number was unknown; therefore, the device history record could not be reviewed. Labeling review is not required as the reported event is unlikely to be caused by the user. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the user placed a 1/8¿ drain on a patient and noticed that the proximal end was plugged. So, the user cut the end off, checked for patency and left the drain in. This was the same situation the user had with the drain while back in thoracic surgery. No medical intervention reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not returned.

Event description:
It was reported that the user placed a 1/8¿ drain on a patient and noticed that the proximal end was plugged. So, the user cut the end off, checked for patency and left the drain in. This was the same situation the user had with the drain while back in thoracic surgery. No medical intervention reported.